Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was delivering lower fio2 (fraction of inspired oxygen) than set on the fio2 control. The patient, a (B)(6) female, was being transported by ems for an unrelated medical issue to an area hospital. The patient was intubated by medical personnel and placed on the vocsn for transport. During transport, personnel were unable to get the vocsn to increase the fio2 being delivered to the patient. As a result, the patient desaturated and medical personnel had to intervene by removing the patient from the vocsn and manually ventilating her for the duration of the transport (approximately 40 minutes). After manually ventilating the patient, her o2 saturation levels were able to increase into the 90s. The patient outcome was not reported. No further details about the patient were provided.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 - section h10, additional manufacture narrative of supplemental medwatch report 001 stated: h6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. During evaluation, ventec also observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and its exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift. Section h10, additional manufacture narrative of supplemental medwatch report 001 should have stated: h6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings could not be duplicated during testing. Ventec did observe, however, that the fio2 levels were unstable and at the time of testing were actually delivering higher than set. In addition, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were unstable, often going lower or higher than expected (or set). These fluctuations were attributed to the device's internal flow transducer (ift). Ventec replaced the ift to resolve the observed issues. Proper device operation was then observed through functional and performance testing. Despite ventec being unable to duplicate the reported low fio2 issue during testing, it's reasonable to conclude that the observed failure of the ift which caused the observed unstable vte (low), peep and fio2 levels (high), during testing likely also had an impact on the fio2 delivery during the reported event. Therefore, based on the information available the investigation determined that the root cause of the both the reported and observed issues was the ift.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. During evaluation, ventec also observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and its exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was the ift.